Event description:
The customer received questionable results from coaguchek xs meter serial numbers (B)(4) when compared to a sysmex ca-1500 analyzer using dade innovin reagent. Of the data provided, only the following 18 comparisons were discrepant. Patient (B)(6), meter result was 3.5 inr and laboratory result was 2.55 inr. Patient (B)(6), meter result was 2.0 inr and laboratory result was 1.48 inr. Patient (B)(6), meter result was 2.9 inr and laboratory result was 2.2 inr. Patient (B)(6), meter result was 2.5 inr and laboratory result was 1.96 inr. Patient (B)(6), meter result was 2.8 inr and laboratory result was 2.15 inr. Patient (B)(6), meter result was 2.8 inr and laboratory result was 2.12 inr. Patient (B)(6), meter result was 4.5 inr and laboratory result was 3.41 inr. Patient (B)(6), meter result was 6.6 inr and laboratory result was 4.9 inr. Patient (B)(6), meter result was 2.8 inr and laboratory result was 1.98 inr. Patient (B)(6), meter result was 3.3 inr and laboratory result was 2.49 inr. Patient (B)(6), meter result was 2.1 inr and laboratory result was 1.61 inr. Patient (B)(6), meter result was 3.0 inr and laboratory result was 2.3 inr. Patient (B)(6), meter result was 3.90 inr and laboratory result was 4.95 inr. Patient (B)(6), meter result was 7.9 inr and laboratory result was 5.53 inr. Patient (B)(6), meter result was 3.2 inr and laboratory result was 2.4 inr. Patient (B)(6), meter result was 2.9 inr and laboratory result was 2.21 inr. Patient (B)(6), meter result was 3.7 inr and laboratory result was 2.82 inr. Patient (B)(6), meter result was 3.0 inr and laboratory result was 2.22 inr. There was no allegation of an adverse event. The suspect meters and strips were requested to be returned for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (186866) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.